Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 25 mg/dl and a loss of consciousness. Customer was treated by their spouse and paramedics, who gave the customer a glucagon injection to address bg. Customer regained consciousness after the injection. Reportedly, the cause of the low bg was due to the customer delivering a 16-unit bolus which was too much insulin resulting in the low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.